Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported; device was received back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator (ins). It was reported that during the implant procedure, the surgeon could not get the lead all away into the battery. The surgeon tried removing the lead, backing out the screw in the battery, but still could not get the lead through. A different ins was used and the issue was resolved. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the cause was unknown as to why the lead wouldn't go into the battery, and that the device would be shipped back to medtronic. No furtehr complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4) found that it passed functional testing; however the sets crew was backed out too far. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.